Manufacturer narrative:
(B)(4): broken jaw. Eval summary: the analysis results found that the el5ml device was returned with the jaw ramp broken off. The instrument was cycled and ejected the remaining clips due to the jaw condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap cholecystectomy the device did not fire. They got a new device to complete the procedure. There was no pt consequence.